Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, weakness that negatively affect plaintiff's mobility and excessive levels of chromium and cobalt.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Update: 2/21/2013 - operative notes received. It was noted upon revision, dark-colored, black fluid and abnormal appearing tissue, almost necrotic in nature. There is no new additional information that would affect the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, weakness that negatively affect plaintiff's mobility and excessive levels of chromium and cobalt update: (B)(6) 2012 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.